Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the user went to have the external device exchanged after it stopped working a year ago, channels with abnormal impedances were found.

Event description:
When the user went to have the external device exchanged after it stopped working a year ago, channels with abnormal impedances were found. Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.